Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 28 oct 2025 from the health care professional (hcp) of a 46 year old female patient with a medical history including end stage renal disease, who stated the patient experienced hypotension (~70/40 mmhg), shortness of breath, a decrease in oxygen saturation (88%), itching and a rash at the beginning of an in-center hemodialysis treatment on (B)(6) 2025. Treatment was stopped and the patient was administered a saline flush, oxygen, intravenous (IV) antihistamine, and corticosteroid (specific doses and names not provided). Additional information was received on 03 nov 2025 from the hcp who stated the patient also received an unspecified dose of IV epinephrine, recovered without sequelae, and has resumed hemodialysis with the use of a dialyzer from a different manufacturer.